Event description:
The customer called technical support (ts) and reported that the device would not go into standby mode. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer ran software version 3.10 and completed the flow sensor zero calibration to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.